Event description:
The pt is a 44-yr-old woman who initially had bilateral breast augmentation in 1979 using implants due to postpartum atrophy. Both implants got hard immediately. The left implant has become very painful with radiation of pain to the axilla, medial left arm and medial left elbow. She has class 4 contracture on both sides. Xerogram and ultrasound demonstrate a right intact implant, but a left possible rupture. There is calcification of the biological capsules on both sides. Because of significant local pain, severe contracture and probable rupture on the left, and clacification of the biological capsule it is medically necessary to remove these implants. Total capsulectomy is also necessary because of the calcification of the biological capsule probability as well as pain.